Event description:
On (B)(6) 2007, the plaintiff was implanted an ams monarc sling, "to treat her stress urinary incontinence." It was alleged that the "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization," and "other damages."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.